Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in oxygen failure during a case. There was no patient injury.